Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was first reported that there was a hole in the cartridge and was noticed during handling, but prior to insertion. It was stated that there was patient contact. During follow-up, it was found that the hole was at the top of the cartridge and not at the tip. When turning the injector, the injector went through the cartridge, and the lens was partially inserted into the eye. It is unknown if there was incision enlargement or vitrectomy. The procedure was completed successfully with a backup cartridge/lens. Patient outcome is unknown. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the cartridge and one lens were received for evaluation. The cartridge tip was observed with a crack defect. Two cracks (hole-shaped) were detected at the cartridge tube section. Visual inspection at 10x microscope magnification was performed. Viscoelastic residues were detected inside the cartridge tube/tip, indicating the device was handled and prepared for surgical use. Based on the evidence observed, the condition of the complaint unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece tool during surgical process. The rod tip protrudes through the cartridge tip creating a cartridge crack. The reported issues as "cartridge cracked" was confirmed on the returned sample. No issue was observed on the returned lens. Only loose particles and residue of viscoelastic (ovd) were observed which indicates handling of the lens out of the sterile environment. The reported issue as "iol partially delivered" could not be verified. Manufacturing records review: the lot number is unknown; therefore, a manufacturing record review and historical complaint search for the impacted lot could not be performed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.